Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the tibial prep drill bit would not go through the holes on the plate. Another tibial prep plates was able to pass through the drill which was a defective and needs to be replaced.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is considered unconfirmed as no information was provided on the drill bit used and the returned product was found to be dimensionally conforming. Visual evaluation of the product identified nicks and gouges. Additionally, there are burrs around the pilot holes for drill bits. Dimensional analysis of the holes confirmed that they are in specification. The device history records were reviewed for deviations and/or anomalies with no anomalies / deviations identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.